Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 55840006545, 510k# k113174 and (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at l3/4 transforaminal lumbar interbody fusion at l4/5. On an unknown date, post-op, loosening of screw was observed.patient underwent revision surgery (l2/3 posterior lumbar interbody fusion) due to lumbar adjacent segmental disorder and lumbar spinal canal stenosis. No further complication is reported.

Manufacturer narrative:
Image review:post op x-rays l3-5 fusion in (B)(6) female demonstrate a lucency around the l4 screws.given patient age/sex/bone porosity there is a higher risk of failure of fusion and hardware loosening.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.